Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. . On (B)(6) 2024, patient complained about infusion set fell off. Event took place during physical activity. The infusion set was in use for one day. No further information available.